Manufacturer narrative:
One safire blu duo ablation catheter was returned for evaluation. Visual inspection revealed bends on the gray shaft 0.82¿ and 2.30¿ proximal to the distal tip. The blue shaft had a slightly wavy appearance and no other visual anomalies were noted. The results of the investigation concluded that the catheter met specifications of acceptable resistance readings in the deflected, undeflected and manipulated states. During ablation simulation an occl error was observed. The catheter shaft was dissected and the fluid lumen was found to be twisted, which is consistent with damage during use. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
During a right ventricular outflow tract ablation (rvot) procedure using a safire blu duo ablation catheter, a cardiac perforation occurred. While mapping and ablating a preventricular contraction (pvc) in the rvot, the patient became hemodynamically unstable due to a cardiac tamponade. A pericardiocentesis was performed, which stabilized the patient. The patient was then placed under observation. There were no performance issues with any sjm device.